Manufacturer narrative:
The ca 19-9 reagent lot number was 70824501 with an expiration date of 30-sep-2024. Calibration was last performed on (B)(6) 2024. The results were below the expectations. Qc was acceptable. Sample clot and sample foam detection alarms occurred around the time of the questionable result. The measuring cell count was 691746.. As part of preventive service maintenance: "exchange the measuring cell every year or after measuring 100000 tests/channel whichever comes first." The measuring cell may need to be replaced. The investigation determined the event was consistent with a maintenance issue.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ca 19-9 (ca 19-9) on a cobas e 801 analytical unit. The initial result was 745 u/ml. The repeat result was 4.21 u/ml.